Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Moisture damage on the lcd board was found. No moisture damage found on the motor assembly, battery tube assembly, vibrator assembly, interface board, mother board and remote frequency board. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value 172 mg/dl. During troubleshooting, the customer stated that the device had been exposed to sweat and bathroom steam. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.